Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a procedure where this device was implanted, the patient experienced recurrent erosion, migration of sling, recurrent incontinence. After the original procedure, additional potentially related procedures were performed, including cystoscopy, urethrolysis, and placement of pubovaginal sling.